Manufacturer narrative:
Intuitive surgical, inc (isi) received the fenestrated bipolar forceps instrument involved with this reported event. The instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.56" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, when putting robot instrument arm in trocar one of the fenestrated bipolar forceps broke off in the patient. Entire piece was able to be retrieved from patient with no harm to patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and obtained the following additional information about the complaint: the fragment was retrieved in the same procedure and there was no injury to the patient and the patient has not returned due to any post complications to the issue. She did not have any additional information about the complaint or procedure.